Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced migratory back pain near left shoulder, discomfort, dizziness and dyspnea. Pericardial effusion was suspected, however no effusion was seen on echocardiogram. Right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.